Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board required replacement to address the issue. The device was deemed beyond repair and scrapped. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a leaky super capacitor. There was no patient harm or a serious injury reported as a result of this incident.